Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site was shortened due to field character limit; the full name is (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was able to confirm the issue. The pressures were out of calibration. When the stm attempted to calibrate, the iabp would not accept the calibration. The front end board was replaced but the unit would not accept the calibration. The stm shut the unit down and powered it back up to check the low helium alarm. The unit would not go past the start up screen and went into alarm. The front end boar was removed and the original reinstalled. The b.14 software was also reinstalled. The stm was able to calibrate the pressure and vacuum settings at this point. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) does not alarm "low helium" when the helium is running out. It is unknown under which circumstances this event occurred and or a patient involved however; no adverse event was reported.